Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds2221 showed two other similar product complaint(s) from this lot number.

Event description:
Also complaints about the difficult to visualize the x-ray after the catheter passage. It was stated this occurred with two devices. Additional information: "for peripheral punctures there was no type of complication; only antibiotics were administered; no surgical intervention was needed to remove the catheters; to visualize the rx they needed to do a more penetrated rx and are studying the possibility of using contrast." This report addresses the second patient/device.